Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulty and guidewire separation occurred. The 75% stenosed target lesion was located in the slight to moderately tortuous and severely calcified left anterior descending (lad) artery. A rotapro and a rotawire were selected for use. During the advancement of the rotapro onto the rotawire, resistance was felt and a "different sound" was heard for a moment. Attempts were made to remove the guidewire using a snare; however it could not be retrieved. A non-bsc guidewire was entangled and an attempt to remove that guidewire was made but it could not be removed. During removal of the rotawire using the snare, the distal tip separated and might be trapped in the lesion. The rotapro and another guidewire were pushed using a synergy stent and the procedure was completed. There were no patient complications and the patient's status was good.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the returned complaint device consisted of a rotapro catheter. The advancer and burr catheter were attached when received. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the coil is stretched and kinked at the handshake connection. Microscopic examination revealed that the annulus is damaged. Device to device testing was performed by attempting to insert a test guidewire through the device, but resistance was felt at the kink. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulty and guidewire separation occurred. The 75% stenosed target lesion was located in the slight to moderately tortuous and severely calcified left anterior descending (lad) artery. A rotapro and a rotawire were selected for use. During the advancement of the rotapro onto the rotawire, resistance was felt and a "different sound" was heard for a moment. Attempts were made to remove the guidewire using a snare; however it could not be retrieved. A non-bsc guidewire was entangled and an attempt to remove that guidewire was made but it could not be removed. During removal of the rotawire using the snare, the distal tip separated and might be trapped in the lesion. The rotapro and another guidewire were pushed using a synergy stent and the procedure was completed. There were no patient complications and the patient's status was good.